Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a150203 captures the reportable event of a bands were difficult to deploy.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper gatrointestinal (gi) procedure and varices banding procedure performed on (B)(6) 2023. During the procedure, the bands deployed before any of the indicators (audio, visual, tactile). Additionally, the bands were harder to deploy than the usual. The same problem happened when a second and third speedband superview super 7 were used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.